Event description:
Description per assigned nurse: three rn's along with one technician were in the room with nurse at about 9:15 pm to help turn patient, and do wound care/change linen. The nurse made a comment earlier in the shift about having problems getting the side rails to stay up and wondered if anyone else had the same problem. We changed the linen, and put the patient on her back. The nurse put all four side rails up and began to lift the head of the bed up. The nurse used her own hip to push the right rails into the bed because the nurse was having trouble getting them to stay up. As everyone was leaving the nurse asked the technician to stay in the room to help her do wound care on the patient's bilateral groin wounds. The technician agreed. The nurse put the bottom side rail down by patient's legs, and we did the wound care in patient's groins. When we were done it was about 9:55 pm or 10:00 pm. The nurse lifted the patient's head back up, turned the rotation on, and left the room to get the patient's meds. The nurse was getting ready to re-enter the room at about 10:10 pm, and as the nurse looked up the patient was almost on the floor, and then slid down onto the floor from the bed. The nurse immediately ran in to see what happened. The side rail was all the way down and the attached purple pad was dislodged / unattached from the side rail as well. All md's were immediately at the bedside including scc (surgical critical care) fellow, residents, and transplant md. The patient's trach remained intact, and the patient remained on the ventilator at the same settings. The patient's neuro status was unchanged from baseline. The patient's left internal jugular line was out and pressure was applied. The bleeding stopped very quickly. The right upper arm triple lumen PICC line was out more than when the nurse first came on the shift. It was slightly out from the day shift and x-ray was pending on the new left upper arm triple lumen PICC that was placed earlier in the day. The x-ray was cleared per scc and all of patient's meds were switched over to the left upper arm triple lumen PICC line. The right PICC tip was sent for culture. The patient was immediately log-rolled onto a backboard and placed in a standard ICU bed, not on the barimaxx. A cervical collar was immediately placed on the patient. A left femoral central line was placed per scc, and then we went down for a head, abdomen, chest, and pelvis CT scan.